Event description:
It was reported that nursing staff used a bravo ceiling lift to transfer a resident from a bed. Due to the fact that the used portion of the track lacked an end stop, the ceiling lift fell off the track and hit the resident. Following the information provided, the patient was transported to belleville general hospital. The resident was released from the hospital with no significant injuries.

Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration number: (B)(4). Currently, these products are to be handled by arjohuntleigh ab¿s complaint handling establishment and any medwatch reports will be submitted under registration number: (B)(4). On the 30th of august 2022, arjo was informed about an incident with the arjo bravo system installation (bravo ceiling lift and bravo track) involvement. It was reported that the nursing staff was using the ceiling lift to get a resident out of a bed when the lift fell out of the track and hit the resident. The customer informed that the resident was taken to the (B)(6) hospital and was released with "no significant injuries". Following the information provided by the arjo service technician, the incident occurred the day after his visit at the customer's site which took place on (B)(6) 2022. The technician was called by the customer's facility maintenance personnel to remove a portion of the ceiling lift track from one room and to install it in another room. The technician removed the track but forgot to re-install the rail cap at the end of the track. Therefore, when the nursing staff used the ceiling lift to transfer the patient, the bravo cassette fell from the installation. The "bravo room covering system installation" (document number: (B)(4) in the "installation of the hoist" section instructs the personnel responsible for the system installation to install the rail cap at the end of the rail:" unpack the lifter; remove the rail cap (end plate assembly); install the lifter into the rail ensuring that the charging plate is directed toward the end of the track with the charger; install the rail cap (end plate assembly); connect the handset; install the spreader bar." In the "acceptance criteria" section of the document there is also the following information: "the track must remain secure". The manual contains also the following warning: "information in this manual is crucial to the proper operation and installation of the equipment. It will ensure that the equipment performs satisfactorily". Based on all the information obtained on the course of this investigation, the cause of the lack of the rail cap at the end of the installation was the human mistake as the service technician forgot to install the securing element at the end of the track. Analysis of post-market surveillance data revealed that the reported case was an isolated incident and no similar complaints were found for the equipment involved. Therefore, this is not a recurring problem, but a one-time human error. To sum up, the system failed its performance specification since the bravo ceiling lift fell out of the track and hit the resident. This complaint was deemed reportable due to the indication that the ceiling lift detached from the track.